Event description:
It was reported that during a laparoscopic gastric bypass procedure the device would not open. This was after the third stroke in the third (and last) firing with a blue reload on small bowel. The surgeon managed to gently remove the transected tissue out of the stapler jaws on both sides and inspected the staple line integrity which was fine.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: what other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing, or firing)? Unknown.